Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on a stored egm for non sustained lead noise. Oversensing on the near field channel resulted in non sustained lead noise episode. Device was reprogrammed successfully.